Event description:
The customer reported that the workstation was fully functional but x-ray functionality was disabled. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the ps1 power supply were replaced. The system was then found to be operating as intended.